Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "last friday (B)(6), we had to place a new PICC line in a patient because the old one was leaking. When injected initially the line did not seem to leak, patient went back to oncology, but nacl continued to leak from the insertion opening. Patient returned and again injected the PICC line, as the arm was now in a different position it did appear there was a leak (see pacs). Finally, we placed a new PICC on the left." No other information was provided.

Event description:
It was reported, "last friday (june 22nd), we had to place a new PICC line in a patient because the old one was leaking. When injected initially the line did not seem to leak, patient went back to oncology, but nacl continued to leak from the insertion opening. Patient returned and again injected the PICC line, as the arm was now in a different position it did appear there was a leak. Finally, we placed a new PICC on the left." No other information was provided.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2024-03834 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2024-03939.